Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 5568-53, implantable pacing lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that after the device reached elective replacement indicator (eri), the patient felt very symptomatic and complained of shortness of breath, fatigue and generally not feeling well. It was also reported that the patient has pacemaker syndrome. The device was explanted and replaced. No further patient complications have been reported as a result of this event.